Manufacturer narrative:
The customer reported that patient responded with burn on treated area. A field service engineer visited this account on july 3rd, 2017 and reported that this system was missing "correct calibration". Our additional attempts to collect more information were not successful. It is difficult to connect and collect any information because the country is in protest for the last 2 weeks.

Event description:
On (B)(6) 2017, the (B)(6) in (B)(6) reported "patient burns" post laser treatment.